Event description:
A caller reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer was pulling air out of the cartridge with the syringe pointed down. Tandem clinical support educated the customer on the proper loading process. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration.